Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor cannula was missing. The customer¿s blood glucose level was unknown. The customer reported that they had removed the sensor and there was no sensor cannula. The troubleshooting was not performed. Sensor will be returned for analysis.